Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided d4: additional device information unknown / not provided d10. Concomitant medical products ilpc342u, certain® low profile one-piece abutment 3.4mm(d) x 2mm(h) lot unknown. H4: device manufacturer date unknown / not provided.

Event description:
The doctor reported that the patient presented with mobility of the prosthesis over the osseointegrated implant. The prosthetic screw was removed and the prosthesis was lifted. Mobility of the trans epithelial abutment was observed. After removing it, a fracture of the screw was identified, which was later confirmed radio-graphically. Tooth location # 35 and 37. Abutment placed on (B)(6) 2024 and removed on (B)(6) 2026. Procedure was completed.